Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The balloon rupture was not confirmed. The account confirmed that the correct device was returned. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during an un-specified procedure, the 3.25 x 12 mm nc trek balloon catheter was advanced and inflated for post-dilatation. Although the balloon was carefully inflated, a balloon rupture occurred. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.